Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged, further described as "horseshoe" like scratch on the clear cassette. This was observed out of box, prior to peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and indentations were observed on the cassette sheeting caused by tubing pressing against the sheeting through packaging, sterilization, and shipping of the product. This is not considered a defect, therefore the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.